Event description:
Per dealer the unit keeps moving forward when given the stop command.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.